Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was explanted due to infection. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The longevity calculation for this device passed or was not applicable. The infection or infection related allegation could not be confirmed by lab analysis.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was explanted due to infection. No additional adverse patient effects were reported.